Manufacturer narrative:
The device was returned to the MFR for eval. The quality investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that a piece of the device fell into the wound site. The piece was immediately retrieved. There are no allegations of adverse consequences associated with this event.